Event description:
A bipap a30 device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There were no allegations of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam particles inside the assembly. The third-party service technician observed the error code, unit is exceeding the requested pressure settings for 10 seconds, high pressure sensor reading, large amount of drift, pinched/blocked tubing (e-056), in the device's error log. The third-party service technician further evaluated but was not able to determine the cause of the issue for this device. The device was scrapped per the customer request. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.